Manufacturer narrative:
The field service engineer (fse) found that the speaker cable of the equipment was loose. The fse re-secured the speaker cable to resolve the issue. The cause of the reported problem was the connection of the speaker cable. The device was operational after re-securing the speaker cable was completed.

Event description:
Philips received a complaint on the avalon fm20 fetal monitor indicating that saying that the machine alarm showed that the speaker was faulty, affecting normal use. It was provided that the speaker was completely out of sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.